Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The instructions for use (IFU) outlines required surgical steps to prevent driveline contamination during tunneling. It additionally warns that failure to follow instructions on protecting the driveline connector or improper use of the driveline cap could result in contamination or damage to the connector and electrical fault alarms could occur. It further outlines to verify that the connector is dry and clean before attaching to the controller. The IFU outlines that during exit site dressing changes, examine the driveline for evidence of tears, punctures or breakdown of any of the material. To minimize the risk of infection, driveline exit site dressings should be changed daily. Routine driveline/exit site care is the responsibility of the patient and the primary caregiver. It further warns that damaged equipment should be reported to the manufacturer and inspected. A supplemental report will be submitted when the manufacturer's investigation has been completed.

Event description:
It was reported that the patient experienced pump related/driveline infection on an unknown date. No labs were drawn and treated empirically as driveline infection by signs and symptoms. The patient presented with discomfort around the driveline site as well as exit site drainage. The source of the infection was not concluded as pump. Treatment included cipro 500 mg orally twice a day and doxycycline 100 mg q12 hours x 7 days. The patient reported the discomfort around the driveline site resolved by 0(B)(6) 2015. The patient is now stable. The team does not believe that the event was related to any devices. No other information was noted. Follow up was sent to obtain details surrounding this report and investigation is ongoing.

Manufacturer narrative:
Driveline cable hw23393 was not returned to heartware for evaluation. This complaint is associated with a clinical adverse event. Review of the manufacturing documentation and sterility certificate confirmed that the associated device met all requirements for release. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. Driveline site infection are a known potential adverse event associated with the use of all vads as outlined in the instructions for use (IFU). The IFU and patient manual addressee guidelines for optimal patient management including pre and post-operative infection control measures and driveline care. Although a definitive conclusion cannot be made regarding the root cause of the reported infection, patient factors including driveline exit site management and patient comorbidities may increase the risk of infection; with no indication of any device malfunctions or performance issues. An internal investigation has been opened by the supplier to address this issue. Heartware will submit a supplemental report when new facts arise which materially alter information submitted in a previous MDR report. Device evaluation (hw23393 was no returned)). (B)(4).

Manufacturer narrative:
Correction: there is no internal investigation opened by the supplier to address this issue. This statement was inadvertently entered in follow-up # 1. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.